Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections d2. The correction information is reflected in this report. D.2 section incorrectly reported as mns product in the previous report, which is correctly reported as bzd product in this follow up report.

Manufacturer narrative:
The manufacturer previously incorrectly marked on manufacturer narrative on section h10 which should have been unmarked.the section b4 date in the previous report was incorrect and it should have been 06/30/2022.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.